Event description:
It was reported that the stent cracks upon removal, causing it to be difficult to remove. The physician had trouble tracking the optima stent over the guidewire, causing the stent to crack.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.